Event description:
It was initially reported that the patient had high impedance (impedance value - >10000 ohms) after a recent generator replacement. Diagnostics at the time of surgery were within normal limits (impedance value - 3120 ohms). There was no reported trauma or manipulation. X-rays were taken and reported to look fine. X-rays will not be provided to the manufacturer for review. Surgery if likely, but has not occurred to date.

Event description:
Additional information was received that the patient is not proceeding with surgery at this time as he had not have an increase in seizures since he had device disabled.